Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00260 with the FDA on 21-sep-2023. Additional information (26-sep-2023): in a subsequent visit, the siemens customer service engineer (cse) replaced, aligned, and primed the dilution arm, ran auto check, and performed an extended probe leak test, which passed. Then, the customer ran quality control and patient samples, without any issue. There was no indication of a reagent issue. Siemens reviewed the instrument data and concluded that instrument related causes, which were resolved with the service activities performed by the cse, potentially contributed to the falsely elevated concentrated carbon dioxide (co2_c) results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated concentrated carbon dioxide (co2_c) results were obtained on eight patient samples on an atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The samples were repeated on the same atellica ch 930 analyzer and recovered lower than the erroneous results. The repeat results were reported to the physician(s), as the correct results. There are no known reports of adverse health consequences due to the falsely elevated co2_c results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range prior to processing samples. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the cse visit, the cse ran an auto check, which passed. Next, the cse found reagent mixer, dilution, and sample errors. Then, the cse ran a successful auto check and checked the level sense reliability. After that, the cse cleaned and aligned the mixer impellers. Additionally, the cse checked the drain alignments, manually adjusted the dilution, sample, and reagent 1 arms, primed the system, and performed a probe leak test. Then, the cse removed the probe and checked the fittings. Next, the cse successfully performed acceptance test protocol (atp), which identified the need to replace the sample mixer. On a subsequent visit, the cse replaced parts on the dilution probe, the inlet valve, impeller, saline manifold and associated tubing, and the sample mixer. The cause of the erroneous concentrated carbon dioxide (co2_c) results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.